Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the recharger was not charging because the metal piece got loose and then broke off and her tremor was getting bad because she was not able to charge her implant. No out of box failure was reported. A replacement desktop charger was sent. No further complication were reported or anticipated.